Event description:
It was reported that the pump dispensed insulin from the cartridge on the load step.

Manufacturer narrative:
There was no reported pt impact associated with this event. The pump was returned to animas for evaluation. Evaluation revealed a visibly damaged force sensor pin. A load step was performed during investigation and the pump did not recognize the cartridge and dispensed fluid from the cartridge. Review of the pump history revealed "loss of prime" and "no cartridge detected" warnings associated with zero force.